Event description:
It was reported that the right atrial (ra) lead had rising thresholds. During a routine procedure, the ra lead had no capture, and sensing could not be measured. The ra lead was capped and a new ra lead was implanted; however, the replacement lead was also found to have under-sensing, no p-waves, and loss of capture. The chronic ra lead was capped and the replacement ra lead remains in use. The physician was not able to determine the cause of the problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4023, implantable pacing lead, (B)(6) 1998. (B)(4).